Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. Wife is calling on behalf of the customer. Wife stated she had tried to test her blood glucose using her husband's meter. Wife stated that she turned the true focus meter on, inserted the test strip with the blood on it and saw lo, and that the lo remains on the screen. Customer's wife stated that her husband had obtained lo recently. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/24/2023 and test strips were opened a year ago (expired). Product storage was not disclosed. The meter memory was not reviewed for previous test result history.